Manufacturer narrative:
Investigation summary service and repair evaluation: the customer reported the item failed in calibration. The repair technician reported the item failed high. The cause of the issue is failed low. The item was sent to the vendor for re-calibration on 4-mar-2020. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 321.133. Synthes lot # 4730338. Supplier lot # 536873b04. Release to warehouse date: mar 01, 2004. Supplier: (B)(4). No ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on february 21, 2020, during testing at service and repair, the torque limiting handle has failed in calibration. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).